Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing and episodes labelled as non sustained ventricular tachycardia and fibrillation appearing to be noise and not actual events were noted on the right ventricular lead. The patient was to be brought in for a follow up in clinic. No patient consequences were reported.